Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens would not deploy. Additional information has been requested and received that the lens got stuck in the inserter as when trying to inject it into the eye and noticed it before the lens went into the eye and removed the inserter. The lens did not get inserted or removed from the eye. Then tried to reload the lens into a separate cartridge but it was stuck. We used a new lens and that worked well. The surgeon enlarged the lens prior to injecting the second lens so which may have helped.